Event description:
It was reported that the expedium verse system was used and during insertion, a screw 7mm l50 could not be inserted, as this loosened when the set screw was screwed in. In addition, a total of five set screws could not be screwed in, as they were partially broken during the screw-in test. There was a fifteen (15) minute surgical delay. There were no fragments generated.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. E1 initial reporter line 1: (B)(6). H3, h6: a DHR evaluation was performed for the finished device product code: 199721000s lot number: 318125. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 26 jul 2021 manufacturing site: jabil le locle. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the 5.5 exp verse di set scr was received disassembled and the internal and external threads were stripped. In addition, the external threads were broken and fragments were not received. The observed condition of the device was consistent with a component failure, potentially caused by an exposure to unintended forces. However, we can not assure this as the only potential cause of the event along with the evidence provided. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was performed between the poly lock and the rod lock, however due to damaged observed on the internal threads a correct assemble was not possible. The overall complaint was confirmed as the observed condition of the 5.5 exp verse di set scr would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.